Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer delivered a 10 unit bolus and experienced low blood glucose levels (40 mg/dl). Customer consumed carbohydrates to stabilize blood glucose levels. Reportedly, blood glucose levels have stabilized.